Event description:
It was reported that during device change out for normal eri, the rv and lv set screws were loosened but could not be removed after several attempts. The device remained implanted and the pocket was closed. A second surgery was performed, and with some difficulties the set screws were removed. The device was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the rv and lv set screw hex cavities. This material prevented fully insertion of the torque driver in the hex cavities and resulted in difficulty loosening the set screws.